Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. The insulin pump up arrow button did not respond due to corroded keypad trace. No moisture damage on electronics noted. The insulin pump received with cracked display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer called and reported that the numbers on the customer's insulin pump were continuously scrolling. The customer's blood glucose was not known. The insulin pump was possibly exposed to perspiration. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.